Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 1600 mg/dl when paramedics arrived. Customer stated that she was found unconscious on the floor and paramedics were called. Customer also stated that the insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.